Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, oad removal difficulties were encountered. The physician initiated this procedure with bilateral renal angioplasty with left inferior renal artery dissection and placement of bilateral renal stents. He subsequently performed orbital atherectomy of the entire left superficial femoral artery (sfa), left common femoral artery (cfa) and above-the-knee (atk) popliteal artery (pop). The area being treated exhibited severe, diffuse disease over the entire length of the sfa and a fairly long narrowing in the pop. A 7f introducer sheath was placed using an up and over approach from the right and the tip of the sheath was placed in the proximal common femoral artery (cfa). A viperwire firm was advanced through the exchange catheter and a 2.25 mm solid crown diamondback oad was introducted. The oad was advanced and spun on low, med and high settings over the entire length of the sfa for approximately 5 minutes total. The physician did meet resistance in about three areas that caused the oad to slow down. Each of these times he stopped, pulled back and allowed the oad to resume the treatment speed and re-advanced the oad. Once treatment was completed on the entire sfa, he treated the atk pop area. There was difficulty discerning the adequacy of treatment, therefore, the physician attempted to pull the device all the way back into the cfa in order to take a post-intervention angiogram. At a certain point in the distal sfa, he met resistance in pulling back; therefore, he re-advanced the device and attempted to spin his way back out. Once through that tight spot, he pulled back on the device which came back within about 5 cm of the end of the introducer sheath in the proximal sfa, but would go any further despite several attempts. Proper guide wire position was maintained during this event and the guide wire continued to exhibit unrestricted movement. The pt was taken to the operating room for a cutdown procedure on the left cfa and proximal sfa. The guide wire and oad were exposed, cut proximally, and successfully removed through the right groin. Upon removal, the shaft of the oad proximal to, and including the crown revealed a 5 cm long / 4 mm diameter gathering of plaque, calcified plaque and vessel intima wrapped around it. The sfa endarterectomy was completed and a dacron patch was used to close the arteriotomy with no further complications. The physician injected contrast which demonstrated that the sfa and pop arteries were patent. After follow-up the next morning, the physician stated that the pt looked very good.

Manufacturer narrative:
Device analysis: the drive shaft and saline sheath of the returned oad had been cut and the distal crown and tip bushing section of the drive shaft was not returned. Visual and tactile examination of the handle, saline sheath and remaining section of the drive shaft did not reveal any damage or abnormalities that would have contributed to the difficulties experienced during the procedure. Blood was observed backed up into the saline sheath. As the distal section was not returned for analysis the exact root cause of the reported event could not be determined.